Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported "arterial line clogged" and "pump stopped working" issue. The stm referred to a conversation with the biomed informing him that the issue was with the ibp line to patient, not and issue with the actual iabp. The stm was unable to reproduce the reported issue. The stm then performed all functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) had an "arterial line clogged" and a "pump stopped working" issue. There was no patient harm and no adverse event was reported.